Manufacturer narrative:
Section b3: event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a chronic driveline infection caused by methicillin-sensitive staphylococcus aureus and they were on chronic keflex.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. The patient experienced persistent chest pain and had negative blood cultures results. There was no escalation of chronic antibiotic course for chronic driveline infection.